Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was successfully implanted. On (B)(6) 2022, the patient experienced right sided weakness and it was confirmed the patient had a stroke. Medication and rehabilitation were provided. The symptoms of the stroke lasted approximately one week. The patient has since significantly improved and is awaiting discharge. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of right sided weakness and stroke were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the guidewire originally chosen for the procedure was switched to a more sturdy one due to high calcification which the physician believes was the cause of the stroke. There was no allegation of malfunction against the abbott device. Based on the information received, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.